Event description:
Pt underwent carotid endarterectomy (date unknown) with implantation of device as carotid artery patch. In 2004 pt presented with infection fluid collection at cea surgical site. Pt then underwent exploratory procedure involving removal of the device, angioplasty of internal carotid artery and placement of autogenous cephalic vein graft. Fluid found to be positive for strep viridans. Pt status: on IV antibiotics.